Event description:
It was reported that the patient underwent a spinal surgery at th5-l3 to treat scoliosis. A removal surgery was performed and the lateral implant holder tip broke while trying to remove a hook. The broken tip of the instrument could not be retrieved. The hook was removed with another instrument. No additional patient complications were reported.

Manufacturer narrative:
Missing pin visually confirmed. Optical examination did not identify hole deformation. The age of the product (+15 years) suggests failure due to wear over time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.